Manufacturer narrative:
(B)(4). No product was returned; therefore, visual and dimensional evaluations could not be performed. Photograph provided confirms that the device is fractured. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is mechanical (g04) - provisional top.

Event description:
It was reported that a tasp fractured during trialing. Attempts to obtain additional information have been made; however, no more information is available.